Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2026), g3. H11: b3, b5, d4, h1, h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided renal biopsy procedure through normal density tissue via the tangential oblique approach, the needle allegedly did not close to take the sample. It was further reported that the patient allegedly experienced a kidney wound with an intra and peri-renal haematoma which required hospitalization for management. Reportedly, the hematoma was treated with ice pressure. A coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an echo graphic guided renal biopsy procedure via the tangential oblique approach, the cannula of the device had allegedly malfunctioned. It was further reported that the patient allegedly experienced a kidney wound with an intra and peri-renal haematoma which required hospitalisation for management. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided renal biopsy procedure through normal density tissue via the tangential oblique approach, the needle allegedly did not close to take the sample. It was further reported that the patient allegedly experienced a kidney wound with an intra and peri-renal haematoma which required hospitalisation for management. Reportedly, the hematoma was treated with ice pressure. A coaxial was used and the procedure was completed by using another device. There was no reported patient injury.